Event description:
On (B)(6) 2013, it was reported that the patient's vns device was interrogated and found to be at unintended settings, indicative of a faulted diagnostic test. The patient's settings were re-programmed to previous settings. It is unknown if and when a faulted system diagnostic occurred. A review of the patient's programming history could not be performed, as there is no data available. Attempts are being made for this information; however, no additional information has been received.